Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between a supply bag and a supply line of a homechoice cassette was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of five while the patient was sleeping. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that a supply bag had become loose and disconnected without falling, which resulted in a leak. The cause of the loose connection was not determined. The renal therapy service agent had the caregiver cycle the power on the homechoice until the alarm cleared and was advised to start over with new supplies. The renal therapy service agent reviewed proper procedures with the caregiver. There was nothing unusual noted about the disposables at the connection site. There was no patient injury or medical intervention associated with this event. No additional information is available.